Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with an afx2 bifurcated stent graft . A few months later , the patient was brought in for an angiogram after a type 3 endoleak was identified on a CT scan between the main body and the proximal cuff. The angiogram was conclusive therefore ,on (B)(6) 2016, a secondary procedure was performed during the intervention, an additional vela suprarenal was implanted, the cuff was added to extend the distal overlap and take care of the leak.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events secondary endovascular procedure (sr cuff); however, refuted reported events include type iiia el rather there was adequate overlap (5cm) and it was type 3b endoleak of the supra renal cuff additional findings include sac growth; left groin hematoma (prolonged hospital stay). The most likely cause of the compromised stent graft integrity (breached) of the supra renal cuff could not be determined due to the lack of the medical images surrounding the initial implant procedure and the secondary endovascular procedure. Procedure related harms included left groin hematoma. The patient was discharged home in a stable condition on the third post operative day. To date there has been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system correction: common device name corrected to vela suprarenal.